Event description:
Distributor reported on behalf of the user. The device was in use with patient. Reporter stated customer was hospitalized for high blood glucose levels and diabetic ketoacidosis due to a kinked cannula. The patient received insulin and IV fluids while in the hospital. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device o the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.